Event description:
The device did not coagulate tissue. We opened another one and the initial activation did not work. Device began working and procedure continued. No patient harm. Manufacturer response for sealer, laparoscopic tissue sealer g2 (per site reporter): not known.